Event description:
It was reported that after loading the applier with a clip into the access port it was difficult to remove. The applier had to be removed the with port and the jaw was broken. There was no patient injury.

Manufacturer narrative:
(B)(4). The DHR for the alleged instrument was reviewed and found completely without any irregularities. This instrument was produced at the (B)(4) as part of a 50 pc. Lot in (B)(6) of 2017. We are unable to validate the alleged complaint since no sample product has been returned for evaluation.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after loading the applier with a clip into the access port it was difficult to remove. The applier had to be removed the with port and the jaw was broken. There was no patient injury.